Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the latches were not popped. A field service engineer replaced the latches inorder to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis ciisafe system displayed door error message on the screen. The customer confirmed that the malfunction occurred during dispensing a medication. There were no adverse events or injuries reported based on this incident.